Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8352-70 serial#: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead model#: sc-4316 lot#: 17186954 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site and pus was noted. The physician confirmed that the infection was not device related and that it was from a different surgery that the patient had. The patient was prescribed antibiotics and underwent an explant procedure.